Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off complaint. Device #053658-a was evaluated. A visual inspection was performed. An accurate assessment of the foam pad could not be performed; due to the used condition of the returned device, the original adhesion properties could not be verified. Based on the condition upon receipt, a minimal amount of adhesion residue was observed on the pad. The functional test was performed. The adhesive pad was probed, and it verified that there was a minimal amount of adhesion remaining. After probing the foam pad, the adhesive pad was attached to the technician's glove; the device was lifted off the table surface, and the adhesion strength was verified as still sufficient. The complaint about this device could not be confirmed.

Event description:
It was reported that the patient placed their v-go at 9pm and the next morning during lunch, the patient noticed that the device popped (fell) off. It was reported that the device is available to be returned to the manufacturer for evaluation.